Manufacturer narrative:
Product event summary: the device was returned and analysis was performed with no anomalies found. The returned device indicated a damaged grommet with fm (foreign material) present. The returned device indicated the set screw was found in the connector bore. The returned device indicated a set screw with a rounded socket and damage to the set screw face and threads.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was attempted to be implanted but not used due to a setscrew problem. The header setscrew for the right ventricular (rv) lead was tightened using the torque wrench but failed the lead tug test. The setscrew was then unable to be screwed back out. The device was removed from implant and a new ICD was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.